Manufacturer narrative:
Findings: evaluated 1 open/used reservoir. Performed pre-fill reservoir test using a new lab transfer guard. Found reservoirs and transfer guard no occluded anomaly during analysis. Performed manual test to reservoir and found plunger easy to release from stopper-plunger. Also ran occlusion test per as follows: reservoir filled and connected to a new infusion set. Installed reservoir & connector into a insulin pump. Performed pump manual prime, saw fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she changed her infusion set and that her blood glucose continued to rise. She said that her blood glucose went from 300 mg to 442 mg/dl to 541 mg/dl. The customer corrected the 541 mg/dl with a manual injection. She said that when she was changing her set, she noticed that her cannula was bent and that the reservoir plunger was hard to remove. The customer did not want to troubleshoot for the issue and was advised of the correct way to remove the plunger. She stated that she was doing it the correct way. The reservoir is returning for analysis.